Event description:
I have had chronic pain ever since I was implanted with the ventralex st hernia a patch 8cm round patch for an umbilical hernia. I am now unable to eat without pain. I can no longer do simple physical activities like walking, bending twisting or lifting with out sharp pains, throbbing pain, burning and itching pain. All of these pains are in the entire area of the mesh.